Event description:
The complainant reported that a 53 year old male patient presented with heart failure so the decision was made for impella cp. During support, there was an issue with flow rate and the impella suddenly stopped working. The background was checked and found the circulation was maintained at p6 with no suction alarm. The sputum was suctioned, and the flow rate dropped. It was believed that there was a blood clot that had formed in the impella and that's what decreased the flow rate.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.